Event description:
Reportedly, with the second firing, the staples did not form completely and the bowel opened. In addition, confirmed something like a blue suture was attached to the dlu. Used another device to complete the procedure. The pt was reported under observation.